Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 216-217 mg/dl. Multiple attempts were made to follow up regarding the reported issue; however, no response was received. No additional patient or event information was available.